Manufacturer narrative:
The information being reported was found in a journal article titled "total hip arthroplasty with an uncemented tapered femoral component". J bone joint surg 2008;90-a:1290-1296. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for each of the revisions mentioned in the journal article. Dates of events - unknown. Expiration dates - unknown. Dates implanted - unknown. Dates explanted - unknown. Initial reporter - the article was written by jr mclaughlin and kr lee. Manufacture dates - unknown. This report filed march 10, 2011.

Event description:
Information was received based on a review of a journal article referencing a retrospective study of total hip procedures that took place between 1983 and 1985 utilizing taperloc femoral components. The article indicated that four revision procedures occurred due to late infection. The femoral stems were removed and replaced. No further information has been provided to date.